Event description:
Provider states bearings are bad on fork stem.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Quote was provided. The malfunction has not been confirmed.